Event description:
It was reported that the insulin pump alarmed during prime process. The blood glucose reading is 226 mg/dl. Unable to exit the "preparing to prime" loop. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, lcd window and battery tube threads noted.